Event description:
Customer reported the panorama central station's wireless transceiver (tim) had drop out signals, which may have resulted in loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system and found a weak signal in one of the rooms at the facility but was unable to duplicate the reported the problem. System was tested to factory's specifications.